Event description:
Caller reported a malfunction on the pump. Did any notable events occur prior to the malfunction? ¿ no. Did the issue cause the customer¿s bg to exceed 500 mg/dl (27.7 mmol/l)? ¿ no. Which malfunction code is displayed? ¿ malf 0. Is fault ID available? ¿ yes, malf 0 ¿ 0x277d. Is the malfunction code resettable? ¿ yes. Within the last 24 hours, has the caller reported and reset the pump for this malfunction? ¿ no. Cts provided pump reset information and assisted caller with resetting the pump. Did the same malfunction code recur after resetting the pump? - n/a. Resolution - call disconnected from cts after returning from hold. Cts to attempt follow up. Unable to reach patient for follow-up attempts.